Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9036624, medical device expiration date: 2024-01-31., device manufacture date: 2019-02-19. Medical device lot #: 9157909, medical device expiration date: 2024-05-31, device manufacture date: 2019-06-12. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 309680 batch no: 9036624, 9157909, unknown. It was reported that before use of the syringe 60cc ll tip convenience pak the syringes contain small particles. The following information was provided by the initial reporter: possible defective lot product 10 cases lot number 9036624 and 9157909. The product contains small particles.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9036624 & 9157909. Our records show that this is the only instance of this issue occurring in either production batch. According to the sampling plan applied for product performance, both lots were accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
Material no: 309680, batch no: 9036624, 9157909, unknown it was reported that before use of the syringe 60cc ll tip convenience pak the syringes contain small particles. The following information was provided by the initial reporter: possible defective lot product 10 cases lot number 9036624 and 9157909. The product contains small particles.